Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress being applied to the distal end while the user was handling the device, which led to breakage of the charged coupled device (ccd-unit). Consequently, the event occurred temporarily. The user may be able to detect the event by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image. The user may be able to reduce/prevent occurrence of the event by handling the device in accordance with the following IFU: - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an error code e315 display when plugged in. The event occurred during preparation for use. There is no report of patient or user harm associated with the event.

Manufacturer narrative:
The customer returned the device for evaluation, and the customer¿s allegation of the e315 error-scope error, estimation could not confirm the event. Additionally, the following events were identified: (a.) All labels are peeling, (b.) The plastic distal cover had deep dents and scratches, (the switch 1 button had a cut, (d.) The control knob movement play was out of specification, (e.) The distal end plastic cover had deep and scratches, (f.) The objective lens was worn and had pitting glue, (g.) The light guide lens is worn and has pitting glue, (h.) The bending section cover, or distal sheath was cracked, (I) the insertion tube had scratches not catching cotton, (j.) And the light guide tube had scratches, (k.) The scope connector had scratches. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.